Event description:
Caller states patient tested 7.1 inr on the coaguchek xs system while a comparison lab returned as 4.4 inr. Patient's coumadin dose was held based on the meter result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Caller did not know which strip lot produced the discrepant result. Lots 21625211 (expiration date 02/28/2014) and 21637312 (expiration date 03/31/2014) were in use at the time of the event. It was unknown if the initial reporter sent report to the FDA.